Event description:
It was reported that upon pulse generator interrogation, the message -error in software occurred- was displayed. The patient's presenting rhythm was intrinsic faster than 67.5 pulses per minute. The hardware elective replacement indicator byte could not be obtained. Due to telemetry corruption, further troubleshooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.